Event description:
The customer requested reprocessing in-service for the evis exera iii colonovideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scope was being reprocessed incorrectly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) was dispatched to the customer site and observed the user facility's reprocessing methods. Ess observed the customer disconnecting the leak tester under the water and the leak tester cord found to be missing the o-ring. The reprocessing technician did not follow reprocessing steps as outlined in the instructions for use (IFU). The scope was not brushed at a 45 degree angle through the suction channel. The scope was flushed using a syringe with no channel plug or injection tubing. The customer transports the scopes with the knobs down and the scopes are hung in the sterile processing department (spd) after reprocessing. The customer waits until later in the day to transport the scopes to storage in the operating room. This is done for proper rotation of the scopes. The ess reviewed proper reprocessing steps for the scope with the customer and informed the customer how to reduce common repairs. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined that the most likely cause of the issue was that the that the facility staff was less trained in device handling and/or reprocessing in accordance with the instructions for use (IFU). IFU (reprocessing manual) warns the user against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ leak test: ¿5.4 leakage testing of the endoscope¿ method of brushing from the suction cylinder: ¿brush from the suction cylinder to the distal end of the insertion section:insert the brush at a 45 degree angle into the opening located in the side wall of the suction cylinder. Using short strokes, feed the brush through the instrument channel until it emerges from the distal end of the endoscope¿s insertion section.¿ olympus will continue to monitor the field performance of this device.